Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was no residual foreign material and/or abnormality such as kink and scratch inside of the entire length of all channels and on the exterior of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The user facility had conducted the testing of the subject device after storing and it becomes positive no matter how many times the subject device was washed. The device had been reprocessed with a non-olympus automated endoscope reprocessor, esr-100, using peracetic acid. The occurrence date of the event is unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred to olympus service operation repair center (sorc). Sorc checked the subject device for estimation and found following. The angulation knob had play. The angulation was insufficient. The bending rubber adhesive had been chipped. The light guide lens had been cracked. The bending rubber had scratches. The insertion tube had scratches. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to operator of device. The defects found during device inspection are not considered severe enough to cause a potential adverse event and are likely due to wear and tear from use over an extended period of time. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, no abnormality or leakage from the channels was found during inspection, and the customer did not specify the detected bacterial species/location, the root cause cannot be identified. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.